Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed.

Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the device has a capacitor issue.

Manufacturer narrative:
Reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart intrepid defibrillator indicating that the device has a capacitor issue.